Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Upon calling dexcom technical support, the patient stated the cgm was reading 76mg/dl and when she performed a finger stick reading, it was 106mg/dl. Shortly after, the patient was having trouble communicating and was experienced a low event. The patient stated she needed juice and treated by drinking juice and ate chocolate. The patient became more alert and mentioned they were hypo-unaware and stated the values on the cgm were not correct. At the time of contact, the patient was doing okay. No additional patient or event information is available.